Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer states that: "during an examination, the table shut down in an illed timed manner, no more images on the screens. Problem occurred twice".